Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the flow rate of the centrifugal pump system with tubing clamp was not displayed during a procedure. There was no report of patient injury.

Manufacturer narrative:
A livanova (B)(4) field service representative found that the flow not working was reproducible. As a result, he replaced the flow probe circuit board to resolve the issue after performing troubleshooting and functional testing. He then performed a functional verification test successfully. The unit was put back in service. No parts will be returning because customer requested to keep the broken part.

Event description:
Livanova (B)(4) received a report that the flow rate of the centrifugal pump system with tubing clamp was not displayed during a procedure. There was no report of patient injury.